Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had black screen. Customer was sleeping when alarm suddenly alarm prompting to change battery. Customer tried to clean contacts and compartment but would only have black screen after. Customer stated that the insulin pump was neither exposed to extreme temperatures nor direct sunlight. Customer stated that the black screen did not disappear. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The device will be returned for analysis.